Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient heard the device tone/ring. A review of the information revealed what was heard was a magnet tone. The device remains in use and no patient complications have been reported as a result of this event.